Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 6 was unable to recover and was not opened. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main full height drawer 6 doesn¿t sense was closed. A field service engineer replaced sensor to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.